Event description:
It was reported that occlusion alarms occurred. It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the customer was able to clear the alarm and resume insulin therapy. Customer¿s blood glucose (bg) level was 139 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.